Event description:
It was reported the patient presented in the hospital. During the implant procedure, the guidewire could not be inserted into the lumen of the left ventricular lead. Another lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire ¿cannot get through the lumen¿ was not confirmed. Analysis was normal. No anomalies were found.